Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 9:00 pm, the patient experienced heavy breathing, and frequent urination. He received an alert that his cgm "receiver" and mobile device showed a low reading. He uses insulet omnipod5 in open loop. He drank juice and ate a spoonful of sugar, and his egv increased slightly to around 80 mg/dl. However, about 10 minutes later, the egv dropped back to a critical low. The patient repeated this process drinking juice and eating a spoonful of sugar five times. He did not compare his cgm reading with a manual glucometer as he did not have one. On the fifth attempt, when his cgm still showed low, he injected 0.6 ml of zegalogue (dasiglucagon). His egv rose to 100 mg/dl, but within 10 minutes, it dropped again to around 40 mg/dl. His symptoms worsened and his feeling nausea (almost vomiting), and called 911. When emts arrived, they tested his blood sugar, which showed high. However, the patient had not checked his cgm prior to emergency medical services (ems) arrival. He was then transported to the hospital. While in the ambulance, he was given IV fluids to prevent dehydration. In the emergency room (ER), his blood sugar was tested via bloodwork and showed 900 mg/dl, while his cgm was still reading low. He was given 10 units of fast-acting insulin (lispro), 12¿14 units of long-acting insulin (glargine), and three bags of saline drip for rehydration. He stayed in the ER for 4¿5 hours. Upon discharge, he reported feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid was taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis will not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).